Manufacturer narrative:
This report is submitted on january 6, 2020.

Event description:
Per the clinic, the patient experienced pain and poor hearing outcome with device use. Subsequently, the device was explanted on (B)(6) 2019. The patient was not reimplanted.

Event description:
The device was explanted due to non-auditory percepts and poor performance. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 24, 2020.